Event description:
During a laparoscopic cholecystectomy while using an er220 a clip shot out of the device. The jaws then cut adipose tissue when closed. No vessel was cut. The surgeon fired clips over the mayo stand to check clip formation. The clips did not form correctly. After the case, the surgeon dry fired the er220 and good clip formation was noted. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no; damaged jaws, yes/twisted; and damaged cutter, na. Functional tests & results: antibackup functional, and lockout functional, yes; firing: feed and form, jaws: hold clip, no; and jaws: inside width at tips, .176. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.